Manufacturer narrative:
Pending product return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 21mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 1 month due to leaflet motion restricted, and severe aortic stenosis. The explanted valve was replaced with a 23 mm 3300tfx aortic valve. Per the medical records, the patient presented with shortness of breath. Echo findings consistent with severe stenosis. The patient underwent a redo avr using a 23mm 3300tfx valve and an aortic root enlargement using a 28-mm hemashield graft. Lntraoperative echo confirmed a well-seated aortic prosthesis, which was functioning well. The patient tolerated the procedure well and was returned to the intensive care unit in satisfactory condition. On pod #5, the patient was discharged in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d9, h2, h3 and h6 (device code(s) and type of investigation). The customer reports of leaflet immobility and stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on leaflet 2, and minimal to moderate calcification on leaflet 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut around the valve on the outflow aspect.

Manufacturer narrative:
Updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hld.